Event description:
It was reported that the patient received lioresal intrathecal (baclofen) ampoule for the treatment of spasticity (muscle spasticity) from an unknown start date (more than three years ago) at a dose of 680 micrograms (ug) daily. In addition, it was also noted that the patient had been receiving lioresal from a long time. Since the patient¿s pump had been changed, three years ago, the patient had experienced several adverse events (unspecified). In 2013, the patient had a suicide attempt. The patient was hospitalized due to suicide attempt. There was no specified date. On an unknown date, the patient developed diurnal drowsiness (somnolence); sight disorder (sight disability); consciousness disturbance (altered state of consciousness); epileptic seizure (epilepsy); disorientation; and leg and arm pain (pain in extremity). According to the patient, these events were related to the pump, but his physicians had refused to implant a new one. A specialist thought they had a psychosomatic origin (psychosomatic disease). Another physician told him it was irritation prickle of spasticity (irritability). The third physician decreased the dose of lioresal to 580 ug but the pain got worse. The outcome of the event suicide attempt was reported as complete recovery on an unknown date. The outcome of the event leg and arm pain was reported as condition deteriorated (pain got worse) while the outcomes of the other events were not reported. The seriousness of the event suicide attempt was reported as serious (hospitalization) while seriousness of the other events was not reported by the consumer. The causality of the events diurnal drowsiness; consciousness disturbance, sight disorder, and suicide attempt was reported as suspected to treatment with lioresal. The causality of the other events was not reported. The seriousness assessment of event (epileptic seizure) was upgraded, medically significant. In absence of detail regarding the events suicide attempt (any known factor that may have triggered the event) and epilepsy and relevant medical history, the causality for the events are not assessable. Additional information was requested to verify model/serial, resolution and current patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the disorder of sight was previously noted as disorder of sight and now disorder of sight was reported as visual impairment. Further medical history of the patient was not reported. Reported with this event was that the action taken with lioresal was a reduced dose. Further, the absence of details about medical history, current conditions, exact event onset dates, diagnostic tests, causal factors (apart from suspect drug), any known factor that may have triggered the event (suicide attempt), precludes meaningful causality assessment for the event suicide attempt and epilepsy. The case will be reassessed when additional information becomes available. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).